Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hyperbilirubinemia right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed include the patient's pre-existing conditions, medical management, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that patient was admitted from clinic due to suspected right ventricular failure. The patient had been experiencing fluid overload and bivad speeds were increased as tolerated. Upon admission, dual inotropic support, via dopamine and dobutamine, was initiated along with aggressive diuresis via intravenous lasix. Both pumps speeds were at 3300rpm. The last report received indicated that the patient remains hospitalized and is listed status 1a for heart transplant. The medical team reported that they were "unsure" if the reported event was related to the device.